Manufacturer narrative:
Product analysis summary: the nanocross elite pta balloon dilatation catheter was received for analysis. The balloon was received still loaded in a 5f support sheath of unknown make and model. The proximal end of balloon chamber was protruding out the hemostatic valve of the sheath. The distal end of the balloon chamber was accordion folded against the distal end of the 5f support sheath. Sanguine tinted liquid was visible within the balloon chamber and the stopcock tube of the 5f sheath. The proximal bond of the balloon chamber to the dilatation catheter inflation lumen had separated. The separation allowed the balloon chamber material to accordion fold up on the distal end of the 5f sheath and the distal end of the dilatation catheter. The shear face of the proximal balloon bond on the catheter inflation lumen exhibited tensile shearing of the weld. A clear sticky fluid was observed within the inflation lumen and on the exposed guidewire lumen. No sanguine tinted fluid or residue was noted in the inflation lumen. This indicates that the inflation lumen was not under vacuum when the separation occurred. The separation at the weld between the balloon to outer tube was exposed to a tensile force greater than or equal to 1.125lbs. The proximal balloon bond on the balloon chamber was examined. The shear face exhibited tensile shearing of the weld. Sanguine tinted fluid was observed in the balloon chamber. All components of the dilatation catheter were accounted for.

Event description:
A nanocross elite pta balloon device was used for a balloon angioplasty procedure. It was reported there was difficulty in removing the balloon. The balloon became wrapped around the distal tip of the sheath. Physician had to remove the sheath and the balloon together to avoid pulling the balloon off of shaft. It is unknown if the balloon was completely deflated before attempting to remove. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.